Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead exhibited high pacing thresholds. A radiograph revealed the lead dislodged. The lead was explanted and replaced. No adverse consequences occurred to the patient.

Manufacturer narrative:
Final analysis found normal lead characteristics. No anomaly was found.